Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they experienced an allergic reaction wearing the aligners. Wearing the aligners causes their mouth to break out. They also reported that their front gap looks worse since they have started treatment. Provided steps for allergic reaction. Asked for additional information on loose teeth and bleeding, requested video and photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.